Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the breakage of the plate occurred through the 3rd distal lcp combi-hole of the shaft part. The plate was made of material 1.4441 (stainless steel). The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso (B)(4) for implants made of material (B)(4). The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width of the plate was 13.60 mm and the thickness was 3.67 mm. The measurements were taken close to the fracture surface. Weakly visible macroscopic lines of rest at the fracture surfaces are documented and are a sign for a fatigue failure. When examining the fracture surface of the proximal fragment (sem a / sem b) of the plate using sem, the initial fracture areas and the fracture behaviour were identified. The crack started at the medial side (upper side) of the plate at the transition to the hold on both sides of the hole and ran into the material. Several cracks were observed opposite of the initial fracture zone on both sides (sem a / sem b). On fracture surface sem b one of the cracks also ran into the material. A small seam of dimples was revealed between the two crack fronts. The area with dimples corresponds to the residual forced fracture zone. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to low dynamic blending loads (two sided). Constantly alternation bending loads / load cycles (during walking) led to the fatigue of the material, then to multiple cracks and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect of the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2014; the locking compression plate was implanted. In (B)(6) 2015 on an unknown date, the patient was sitting, stood up and sat down again, a noise was heard in the leg as if something had broken. The patient stated that there was no effort in the movement that was made. The patient received medical attention immediately and it was discovered that the implanted plate was broken into two parts. The plate was extracted by a orthopedic surgeon who discovered delayed union. It was also reported that the patient had began to make support of the foot at three months prior to the implant breakage. There were no reports of any surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date is an unknown date in (B)(6) 2015. Implant date is an unknown date in (B)(6) 2014. Explant date is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.